Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent orif surgery for a subtrochanteric femoral fracture on femur with the products in question. In the surgery, the surgeon selected the blade in question using standard techniques. He selected 95mm and set it, but the guide pin did not pass through. When he tried to pass a f2.4mm k-wire that was in the surgical field, there was some resistance, but it did pass through. Thinking that there might be a problem with the guide pin, he opened the f3.0mm k-wire and check it, but it also did not pass through the blade. He decided that it was a defective product, and selected 90mm to use instead. There was no problem with the blade position, and the procedure was completed without incident. The surgery was completed successfully within 30 minutes surgical delay. Patient outcome was reported to be stable, and no other medical intervention was required. After the surgery, the blade was cleaned and collected. When looking into the hole, it was found to be twisted inside, and it was determined that this was the reason the k-wire could not pass through.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d4 (lot, primary UDI number) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Note: following investigation was performed by the supplier. Please refer to the manufacturing investigation action (B)(4) for investigation results. Visual inspection of the returned device found one piece of part number: 04.038m395sp, batch/lot: 45146p0, work order number: (B)(4) was received loose in a bag without its packaging. The part is laser etched with the synthes logo, ceo123, 04.038.395, 45146p0 and 95mm. The complaint condition is confirmed to manufacturing related. A dimensional inspection was performed to features relevant to the complaint condition and failed. The overall complaint was confirmed as the observed condition of the tfna helical blade perf l95 tan would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part number: 04.038m395sp, lot number: 45146p0, part manufacture date: 04-dec-2024, manufacturing location: elmira, part expiration date: n/a, nonconformance noted: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of tfna fenestrated helical blade 95mm - sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual, and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9. Corrected: d4 (primary UDI number), g1. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.